Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional analysis was performed and the review of the device history records indicates no abnormalities. The device left biomet control conforming to print specification. During the evaluation, it was noted that the stem had galling, a form of wear caused by adhesion between sliding surfaces. It could not be determined whether this wear occurred preoperative, intraoperative, or during extraction. This galling could lead to crevice corrosion. There are warnings in the package insert that state that this type of event can occur: under warnings, ¿improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "fretting and crevice corrosion may occur at interfaces between components." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date, subsequently, patient underwent a revision procedure on an unreported date for an alleged suspected infection. It was reported that during the revision procedure there was evidence of corrosion between the modular head and femur stem and discoloration on the outer part of the skirt and where it rested up against the taper.